Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had turned off 3 times the day of the call. She confirmed she had inserted new batteries and they were the recommended type. The customer stated that she received a battery cap replacement and the display would return but then goes blank again. Blood glucose value was 239 mg/dl. She was advised to discontinue the use of the device and revert to a back-up plan. The customer declined to receive a loaner insulin pump because she would not be then able to purchase a new device. She was explained that there were assistance programs but she declined. She stated she would continue to use the device and call back if the issue persisted.